Event description:
It was reported that patient underwent a bilateral knee arthroplasty on (B)(6) 2005. Subsequently, patient underwent a left knee revision procedure in 2010 or 2011 due to pain. Patient currently alleges pain in both knees. There has been no reported right knee revision procedure to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed with the limited information provided. Date of event - 2010 or 2011, date explanted - 2010 or 2011. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.